Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed which identified a cut/hole in the tubing. Leak testing was done and also found the cut/hole in the silicone tubing of the device. Clear passage testing and clamp function testing was performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak coming from the silicone tubing of the transfer set during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.